Manufacturer narrative:
The field service representative (fsr) observed bubbles in the ict 1 ml syringe and replaced the ict check valve (09d35-03) and 7-204068-01 tubing, ict pinch valve (rohs), which resolved the issue. A review of the architect c processing module, serial number (B)(6)service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the ict check valve (09d35-03) and 7-204068-01 tubing, ict pinch valve (rohs). A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual and the architect c4000 service and support manual, provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of part numbers 09d35-03 ict check valve and 7-204068-01 tubing, ict pinch valve (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect, (B)(6), or the ict check valve (09d35-03) and 7-204068-01 tubing, ict pinch valve (rohs).

Event description:
The customer observed discrepant sodium results on architect c4000 processing module for one patient. The results provided were: on (B)(6) 2021, sid (B)(6) sodium=119 mmol/l /repeated on (B)(6) 2021=138 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results on architect c4000 processing module for one patient. The results provided were: on (B)(6) 2021 sid (B)(4) sodium=119 mmol/l /repeated on (B)(6) 2021=138 mmol/l there was no reported impact to patient management.